Event description:
It was reported that a malfunction alarm occurred. Additionally, a cartridge alarm occurred during the load sequence. There was no adverse impact to the customer¿s blood glucose level. During troubleshooting with technical support, the pump was reset, and insulin delivery was resumed successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.